Manufacturer narrative:
Concomitant medical product: model: ddmb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) was sounding an audible alert. The following day, upon interrogation, it was discovered that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high/undefined pacing impedance. A lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.